Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error 1720. There was no patient involved.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The investigation found that the pump alarmed error code 1720 on power up. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.